Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 325cc mentor memorygel breast implant on the left side, and with a 275cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade ii. As a result, the devices were explanted on an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 20, 2023, the mentor failure analysis lab received the device for evaluation. The following information was received with the device and has been updated on this form: - this was patient's breast augmentation revision surgery - date of birth under field a2 has been updated to (B)(6) 1986" - date of event under field b3 has been updated to "11/28/2022" - date of implant under field d6a has been updated to (B)(6) 2013 - date of explant under field d6b has been updated to (B)(6) 2022 - replacement devices used on (B)(6) 2022 were catalog number 3594001bc; serial number (B)(6) on the left side, and catalog number 3594001bc; serial number (B)(6) on the right side on february 1, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to be ruptured, in addition, shell abrasion was noted on the edges of the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number (B)(4).